Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusions: conclusion not yet available - evaluation in progress.

Event description:
On (B)(6) male patient received an avr with aortic repair and an mvr. This patient had a previous cardiac surgery in past years. The cpb circuit included a terumo system-1 with base s/n of (B)(4). The cpb circuit was terumo pack # b-8334txc-06 and contained a sarns centrifugal pump and a 3cx*fx25re oxygenator. Two cpb circuits and two different terumo system-1s needed to be used in the procedure. The lot # of the first cvr was te27, and the lot # of the second cvr was td09. According to the perfusionist, the patient had been on coumadin (warfarin), an anticoagulant, prior to surgery and had been discontinued a couple of days pre-op. According to the perfusionist, the patient demonstrated signs of hypercoagulability before cpb and thus a loading dose of heparin of 3.5 mg/kg (40,000 units) was given prior to the 1st pump run (an additional 10,000 units of heparin was in the prime solution). Prior to cpb, clotting was observed on the swan-ganz catheter during placement, and clotting was also seen in a blood collection bag (contained acd) as whole blood was collected from a central IV line prior to cpb (per their normal practice). According to the perfusionist, clotting is not usually observed during these maneuvers. There were no issues during the 1st cpb period. The pump time was about 2 hours and 50 minutes. There were no issues with gas transfer and no issues in the ability to produce the target blood flow rates. Rpm / flow relationships were within expected levels. After the initiation of cpb, the 1st act was 589 seconds and the heparin level was at target level of 3.5 mg/kg. The act gradually dropped during the 1st cpb period, and additional heparin was given as needed. In the last 45 minutes of cpb, the act ranged from 405 seconds to 465 seconds with additional 15, 000 units of heparin given during this period. Again, no issues observed regarding gas transfer or blood flow. The patient was weaned from cpb, without issue and with adequate hemodynamics (blood pressure and ECG rhythm), and remaining volume in the cvr was transfused (the perfusionist estimated there was about 100 ml of blood in the reservoir). Per the perfusionist, it is standard perfusion practice to keep the sucker roller pump rotating after cpb for a period of time. When protamine is started, it is the responsibility of the surgical field staff to isolate and stop using the pump suckers and transition over to the cell saver sucker. After the patient was weaned from cpb, the perfusionist was doing some charting for approximately 3-4 minutes when it was announced the patient was bleeding (right atrial tear). The perfusionist looked down at the venous reservoir and noticed there was 4000 ml in the reservoir (when there was originally only 100 ml left at end of cpb). It appeared the pump suckers were being used, and protamine may had been started. The perfusionist stated he did not hear the command to start the protamine, but that the possibility could not be ruled out. The cv surgeon ordered the anesthesiologist to give a re-loading dose of heparin in preparation for cannulation and emergent return to cpb. The initiation of cpb was attempted at about 7 minutes after the initial weaning of cpb, but the perfusionist was not able to generate arterial blood flow in spite of pump speeds of about 2000 rpm. Clots were seen in the oxygenator / reservoir, and initially the plan was to change out the oxygenator / cvr only. After additional considerations, the clinical team elected to bring in a completely new cpb circuit that was set-up and used on a different terumo system-1 hlm. This required set-up and priming, and the re-initiation of cpb was delayed about 20 minutes. The 4000 ml of blood that remained in the original cpb circuit was not able to be transferred and used in the 2nd circuit; therefore, blood loss is estimated to be about 4000 ml. The 2nd cpb period was without observed issues, and there were no issues with gas transfer and / or arterial flow rates. The patient was weaned from cpb successfully, but an iabp was placed to augment coronary and cerebral blood flow post cpb. Acts remained at >750 seconds the 2nd cpb period. When the cpb circuit was drained post cpb, clots were seen at the base of the 2nd cvr. The terumo system-1 unit was inspected and tested by terumo fsr the following day. According to the fsr, a full pm inspection was completed and the system-1 operates to terumo specs. The logs were collected and analyzed by terumo technical support. This hlm system has been used at (B)(6) since this event. Per meeting with the perfusionist and the risk manager on september 9, 2015, it was discovered the patient expired on (B)(6) 2015 at 3:24 pm. The case was completed, as scheduled but there was about a 20 minute delay in the procedure and in the re-initiation of cpb. Blood loss was estimated at about 4000 ml. There is no information gathered from system-1 inspection, log analysis, oxygenator and pump functions during 1st cpb period (almost 3 hours) that illustrates functional issues with the system or cpb circuit components. This event has been previously reported to the FDA by terumo for the two oxygenators used for this case in MFR # 1124841-2015-00252 and MFR # 1124841-2015-00253. This specific report is being submitted for the centrifugal pump used in the first pack in this case, as this was the circuit that experienced flow issues.

Manufacturer narrative:
(Report sent to the FDA) september 10, 2015. (B)(4). Method - device from reserve sample evaluated. Method - flow testing. Results - no failure detected. Conclusions - unable to confirm complaint. The actual device was not returned for evaluation. Review of the device history record revealed no anomalies. A retention sample from product code 3zz164275x lot tg09 and one from lot tg13 were obtained for testing. The retention samples were each circulated at 2000 and 3000 rpm's on a sarns drive motor, while varying the backpressure. Pressure readings were taken at 2, 4, 6, and 7 l/min flow rates. No anomalies were noted with either of the retention samples' functionalities. The resulting back pressures were recorded at each flow rate and rpm speed and these were compared to the IFU flow rate graph. The results of both samples were comparable to the IFU graph and to each other. No flow issues were noted. A definitive root cause could not be determined and the complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up

Event description:
A voluntary medwatch was submitted by the user facility to the FDA regarding this event on september 10, 2015. The report number is mw5056130.